Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging the patient's blood glucose levels had been "uncontrollable" and that the patient had been admitted to the hospital's intensive care unit six weeks ago. No further information regarding the hospitalization or discharge was available. The reporter stated the patient was using a loaner pump and alleged that the pump was "no good." Animas customer technical support (acts) attempted several times to contact the reporter in follow up of this complaint, but the reporter did not respond to the contact attempts. This complaint is being reported because the reporter stated the patient experienced hospitalization while on insulin pump therapy and alleged a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.